Event description:
Pt reported cadd ms3 sn (B)(4) due 02/22/2020, white plastic piece broke off pump while she was driving. Off remodulin for about 30 to 40 mins. Able to get home and use back up pump. No adverse event as result of pump piece breaking off. Shipping replacement for am delivery. No further info available. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did the pt have a backup device they were able to switch to? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.